Manufacturer narrative:
Cmpl-(B)(4). H6 codes: health effect - clinical code - e0905 vertigo.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted (sensor location information not available). The patient experienced nausea, vomiting, shakiness, nystagmus, and was diaphoretic. The cgm read 125 mg/dl and the bg meter reading was 165 mg/dl. The patient was self-treated with juice and glucose tablets. At some point, the patient decided to drive himself to the emergency room, where he was admitted and then discharged the following day. He was prescribed antiemetics and ¿vertigo medicine¿. Patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.